Event description:
It was reported that the blood glucose level do not decrease. Customer using an affected batch of reservoirs. The reservoirs also leaked into the insulin pump. Advised the customer that the reservoirs will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.